Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 74 months, due to aortic stenosis. It was also noted that there was "calcific degeneration" which most likely led to stenosis. Per the operative report: "the previous aortic closure line was heavily scarred and somewhat calcified. I opened it just caudad to this area, had good exposure, and stay sutures were placed. The previous biologic prosthesis was heavily calcified and had a miniscule opening. The sutures holding in place were all cut and removed."